Event description:
It was reported that the customer's insulin pump keypad was unresponsive to user inputs. Customer stated the up button does not work. Customer stated they do not recall any significant events that lead to the alarm or if the device had been dropped. Customer's blood glucose level was not provided at time of reporting. Nothing further reported.

Manufacturer narrative:
The up arrow button did not respond due to a flattened button dome switch. The insulin pump was received with minor scratches on the display window, cracked case at display window corners, cracked battery tube threads, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.